Event description:
After approx eighteen months of use, the pt's device impedance measurements for two electrodes were out of rnage and high impedances were measured on four electrodes. Recent device testing (date not given) showed that four electrodes were out of range and high impedances were measured on two electrodes. The pt's device was explanted. The pt was reimplanted with another clarion device.